Event description:
Reported that meter failed the check strip test twice. This issue was not resolved with cleaning the meter and troubleshooting. Pt also performed a precision test and reported blood glucose results of 33 mg/dl, 144 mg/dl, and 156 mg/gl with this lifescan meter, performed within 10 minutes of each other.